Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to change the infusion set and there were air bubbles. Customer stated that this happened when they had to remove the set due to having a high blood glucose level. Customer stated that he had the issue yesterday. Customer ate lunch and put the insulin with 3 units. Customer stated that the sensor said that it was 180. Customer checked with his finger and it was 487 mg/dl. Customer took the reservoir out and had to do an injection. Customer stated that the reservoir was full of air bubbles. Customer stated that he had been putting the infusion set in his butt and it caused an irritation. Customer now has it in the leg. Customer stated that the air bubbles. Customer did not troubleshoot because it was a past issue. A replacement will be sent to the customer.